Event description:
Additional information received reported patient had recurrent stroke in the same vascular territory for which second mechanical thrombectomy was performed on same procedure day. After index procedure in which one pass was made to retrieve m1 clot with nihss of 3 and tici 2c achieve, around 05:45 pm, clinical deterioration observed by the patient's wife, weakness of left hemibody. Emergency neurological assessment shows complete right taci symptoms and mmct scan is performed, showing simple deep hyperdense lesion that suggest contrast retention with no signs of established acute ischemia, reocclusion of right mca at right m1 level with mismatch in the entire territory of the right mca. It was decided to perform an additional thrombectomy. The patient went into surgery at 7:00pm. Femoral puncture performed at 07:17 pm. First series performed at 07:39 pm, showing occlusion of right m1 (tici 0). Solitaire 4x20 de ployed with react 71, first pass at 07:45 pm, thrombus retrieved and recanalization with tici 2c at 07:47 pm. The decision is made to end the procedure at 07:55 pm. After procedure, clear clinical improvement, nihss 7.

Manufacturer narrative:
B5. Updated with additional information received. H5. Coding updated based on additional information received. Pertains to previously submitted reports with rr #:2029214-2021-00541 and rr #: 2029214-2021-00542. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported the patient had a stroke in the middle cerebral artery (mca), m1 right treated with stent retriever only. Nihss score: 6, mrs score 1. The patient was hospitalized and medical intervention was required. The event was life threatening. The event resolved on 2021-04-21. Adjudicated event as serious adverse event, possible related to procedure, solitaire, react devices and bgc cello.

Manufacturer narrative:
See manufacturer report # 2029214-2021-00541 for the catheter involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient experienced distal cerebral artery embolization of the clot within the same vascular territory during a solitaire procedure. The event was not the result of a device deficiency and resolved the same day. The patient did not experience any symptoms or other complications. The event was assessed as caused by the disease under study, not related to an underlying condition/disease, and possibly related to the device/procedure. The patient was undergoing a mechanical thrombectomy for a clot located in the m1 section of the right middle cerebral artery. The patient's pre-procedure mtici score was 0, and after the procedure it was 2c. The patient's mrs score was 1, and their nihss score was 6. Ancillary devices include a react 71 catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the patient's baseline mrs score was corrected to 0.